Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unit was offline and displayed black screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was being pulled offline by a failed controller or connection. A field service engineer (fse) identified that the drawer 2-1 failed. During troubleshooting, all drawer connections were unplugged and reseated, and it was observed that the row board header on drawer 2.1 controller board was lifting off the board. When the fse attempted to remove the plug, the header separated completely from the controller board. Further the fse replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.